Manufacturer narrative:
The test strips were requested for investigation. The reporter's strips were provided for investigation where they were tested using a retention meter and retention controls. Vial #1 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Vial #2 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable inr result for one patient sample with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.9 inr. The result from the laboratory at the same time was 2.2 inr. The laboratory result was believed to be correct and warfarin was adjusted based on the laboratory result. The patient¿s therapeutic range is 2.5-3.5 inr.